Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was transecting thick tissue and the jaws of the device would not reopen. He also said that the articulating arm on the device was not stable during the course of the case. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.